Event description:
A vns implant card was received to the manufacturer indicating a pt had vns lead and generator replacement. It was later learned the reason for the full vns revision surgery was high lead impedance, and a lead break was observed during the surgery. No trauma or device manipulation had occurred. X-rays were not performed. The explanted device were discarded by the hospital.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.